Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the colon during a dilation procedure performed on (B)(6) 2018 . According to the complainant, the syringe came broken out of the package; the manometer was not working. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Problem code 1184 captures the reportable investigation issue of manometer not working. A visual examination of the returned complaint device revealed that the needle indicated 0 atm and there were no more damages found in the device. Functional examination was performed, and there was no leak observed with the device; however, the needle of the gauge did not move and remained reading at 0 atm. This failure is likely due to the manner in which the device was handled and manipulated that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the colon during a dilation procedure performed on (B)(6) 2018. According to the complainant, the syringe came broken out of the package; the manometer was not working. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.